Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. Should additional information become available, a follow-up report will be filed.

Event description:
The nurse contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice pro during use during drain 5 of 10. The patient was connected. The nurse stated the patient line was leaking. The baxter technical service representative helped the nurse clear the alarm. The nurse stated they would fix the leaky patient line and restart the therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter product surveillance received follow up information from the registered nurse (rn) on (B)(6) 2012. The rn stated that there was no patient injury associated with the reported system error 2240 (air in set). The rn stated after clamping the peritoneal dialysis (pd) catheter, the patient was transferred to a hospital's dialysis clinic where they were able to replace the catheter. The patient continued with dialysis as ordered after returning to the rn's facility. The rn clarified that the pd catheter had a tear in between the line. There was no known cause. No sample was available and the rn could not provide a lot number or any additional information. The rn stated, the patient was still on pd therapy and there were no further issues associated with pd therapy that the rn was aware of. No further information was available. As this event involves a device that is not manufactured or distributed by baxter, and the device manufacturer is unknown, no further investigation will be performed.